Event description:
Litigation papers allege the patient suffered injuries as a result of the implantation with the asr hip implants which have now included but are not limited to bilateral hip pain, failed left total hip, popping of the hip joints, loosening of the components, elevated metal levels in the blood, metal poisoning, need for explant surgery, pain and suffering, loss of enjoyment of life, and negative impact on activities of daily living.

Event description:
Update (B)(4) 2012#150; patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
This complaint is considered closed.